Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead was found to have intermittent capture and sensing during a post-implant check. Lead was discovered to be dislodged and was then explanted and replaced. Patient had no symptoms and was stable after the procedure.